Event description:
It was reported that the right atrial (ra) lead had small p-waves with bipolar and no sensing in unipolar and the thresholds had risen to 4 volts at 1 millisecond bipolar. Also, the device had no data in the sensing assurance diagnostics for either the atrium or ventricle. It was noted that the patient had a catheter in the heart. The ra lead and device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4592-45 implantable pacing lead, 2013-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the actual device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with the sensing assurance. The analyst noted that there was no sensing trend data. The device appears to have been reset.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.